Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown.

Event description:
Screw co-t2318 wouldn't lock into the plate, it was spinning. Screw 30-2316 was tried after, and was also spinning. Both parts were explanted from distal row of plate 70-0350. This issue resulted in a procedural delay of 10-15 minutes. This report is related to report number 3025141-2022-00064 on the 30-2316 screw and report number 3025141-2022-00065 on the co-t2318 screw.